Event description:
Boston scientific received information that the right ventricular lead exhibited loss of capture due to a dislodgement. Subsequently the lead was explanted and a new lead was implanted. No additional adverse patient effects were reported. The product is not expected to be returned. If the device is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.